Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the numbers started to ramp up without pressing any button. The patient's blood glucose at the time of incident was 111 mg/dl. The customer stated that after the numbers ramping anomaly occurred, all of the buttons on the insulin pump stopped responding. The patient reverted to a back-up plan per health care provider's instructions. The insulin pump is out of warranty and will be returned for analysis, and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No unexpected numbers ramping during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked reservoir tube.